Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had leakage present at past o-ring. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
Customer concern+: "leak" could be an air bubble in the reservoir that is expanding during filling, explain air expands during the filling process as a result of a vacuum being generated in the reservoir to pull insulin into the barrel. Advise customer we would like to return the reservoir and transfer guard. Evaluated 2 open/used reservoirs (.25 clear liquid inside barrels) transfer guards and plungers not returned. A visual inspection was performed using appendix e; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guards and plungers, performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per (B)(4). Conclusion: reservoirs passed per inspection no leakage and no air bubbles anomalies were found during test. Evaluated 4 open/used reservoirs and transfer guards(empty and no clear liquid inside barrels). A visual inspection was performed using appendix e; checked o-rings and stopper groove for defects and none was found, performed pre-fill test appendix c. Found no leaks and no air bubbles anomalies during analysis. Per (B)(4). Conclusion: reservoirs and transfer guards passed per inspection no leakage and no air bubbles anomalies were found during test. Evaluated 1 open/used reservoir and transfer guard. A visual inspection test was performed using appendix e, found transfer guard needle bent. Conclusion: the customer's complaint cannot be confirmed, due to found transfer guard needle bent (90 degrees) unable to pre-fill. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.